Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was also reported that the implantable pulse generator (ipg) required op timization of the rate drop response feature. No further patient complications have been reported as a result of this event.